Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was that it was taking over an hour for each piece of equipment to recharge. The patient stated that it took an hour to recharge the controller from 0 to 100% and then another hour to charge the ins battery from 30% to 100%. Agent reviewed with the patient that it would take 1 hour to 2.5 hours to recharge both the controller and the implanted neurostimulator battery. Patient stated that they were having problems with their legs and they had all kinds of x rays done and they were looking into it. Patient said that they changed the battery on the implanted device because they were not able to walk at all and that helped them be a little more mobile, but their legs were stiffening up again and they didn't know if it was the implant or something to do with their back deteriorating. Additional information was received; it was reported the patient would need major surgery on (B)(6) 2025. They were having a fusion and possibly taking out the stimulator. The patient noted the stimulator took 2 hours to charge 2 times a week. The patient stated this stimulator was not working correctly.

Event description:
Additional information was received from the patient (pt). They reported that their stimulator worked fine, just that it was not controlling their pain due to an anatomy issue. It was noted that the pt had new batteries replaced due to eri, however this did not alleviate their increasing pain. Due to pt's spinal stenosis, they were going to have a surgery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.